Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra mini meter read inaccurately high. The medical surveillance specialist contacted the reporter to obtain/clarify info. The reporter said the pt obtained a blood glucose result of 450 mg/dl at about 10:45 pm on march 3. The pt took humalog insulin at that time based on the result. The reporter does not know the pt's insulin regimen, but mentions she takes humalog based on a sliding scale and takes another type of insulin that lasts 24 hours. At 12:30 am two days prior, the pt tested her blood sugar again and obtained a result of 40 mg/dl. The reporter said the pt passed out shortly afterward and ended up in her bathtub. The pt does not recall what happened after she passed out and how she ended up in the bathtub. The reporter said that at 7:30 am the pt was knocking on the walls of the bathroom asking for help. The pt lives in a senior citizen's complex and there were people that were able to call the ambulance for her. The ambulance arrived at about 8 am the same day, and took her to the hospital. The reporter does not have any details of the treatment, readings, or diagnosis given at the hospital. The pt was hospitalized and due to be discharged in the afternoon on two days after the original date. The details of troubleshooting are unk. This complaint is being reported because the reporter alleged the pt obtained an inaccurately high result, took insulin based on the results, and subsequently passed out after the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.